Event description:
It was reported that during a lead revision procedure (reference MFR report: 1627487-2011-08187) that the physician decided to explant and replace the pt's ipg. The pt stated that the ipg had been "acting funny". The physician did not report any additional info. The facility discarded the explanted ipg; therefore, the device will not be returned to the MFR for analysis. No further pt issues were reported.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.